Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color until the sheath was withdrawn along with the vcd. There was no reported patient injury. The vcd was used throughout the procedure in accordance with the operational requirements, but the window did not change. The vcd was used with a 5f non-cordis sheath. The vcd was being used after an embolization of an intracranial aneurysm. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color until the sheath was withdrawn along with the vcd. There was no reported patient injury. The vcd was used throughout the procedure in accordance with the operational requirements, but the window did not change. The vcd was used with a 5f non-cordis sheath. The vcd was being used after an embolization of an intracranial aneurysm. The procedure used a retrograde approach. The device was stored and prepped according to the IFU. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. A 5f non-cordis short sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle of the vascular sheath introducer at 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium or plaque, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color until the sheath was withdrawn along with the vcd. There was no reported patient injury. The vcd was used throughout the procedure in accordance with the operational requirements, but the window did not change. The vcd was used with a 5f non-cordis sheath. The vcd was being used after an embolization of an intracranial aneurysm. The procedure used a retrograde approach. The device was stored and prepped according to the IFU. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. A 5f non-cordis short sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer at 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site had no visible calcium or plaque, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. One non-sterile exoseal vascular closure device, size 5f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/ white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was already in deployed position and was pulled to achieve the black/black position in the indicator window. Then, the deployment lever was fully depressed, resulting in the expected retraction of the indicator wire and deployment of the plug. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since functional analysis was performed with successful plug deployment and all color transitions of the indicator window. No anomalies were noted to the internal mechanism. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.